Manufacturer narrative:
(B)(4).

Event description:
Procedure: pancreas left resection. According to the reporter: during the cut of the pancreas tail the magazine could not be opened anymore after firing. But the put-back-bar of the gia universal handle could be removed. The magazine was removed from the tissue with electricity. Extension of surgery time was reported as more than 30 minutes.